Manufacturer narrative:
Batch review performed on 2022. Lot 2107067: 90 items manufactured and released on (B)(6) 2021. Expiration date: 2026-07-05. No anomalies found related to the problem. To date, 71 items of the same lot have been already sold without any similar reported event. Additional component involved: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot 2109337: 200 items manufactured and released on (B)(6) 2021. Expiration date: 2026-10-10. No anomalies found related to the problem. To date, 118 items of the same lot have been already sold without any similar reported event.

Event description:
The head and the liner were revised 19 days after primary due to a superficial infection.